Event description:
The roller on the cassette door is broken. Because of this we have seen the ability of the cassette to free flow. Our thought is that if the user does not get the cassette completely inserted and tries to close the door, the roller can break off if door is forced close. We have seen this broken on more then 50 pumps.====================== manufacturer response for infusion pump, plum xlm======================they say they have not seen this as a wide spread issue.